Manufacturer narrative:
Visual inspection: minor scratched display window, cracked battery tube threads, scratched reservoir tube window, broken reservoir tube lip, missing reservoir tube o-ring. Original battery received outside of the pump 1.358 volts energizer industrial alkaline. Test battery (energizer alkaline) 1.585 volts. Device passed the idle current measurement, run current measurement, self test, off no power test, rewind test, prime test and excessive no delivery test. Unable to perform the basic occlusion test, occlusion test, displacement test and the displacement accuracy test due to broken reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to broken reservoir tube lip. Displayable history crc check failed on startup alarm triggered then cleared. When performing the idle current measurement, the unit had an unexpected restart alarm. When performing the a21 alarm test, the unit had unexpected restart after battery change and battery out limit alarm. Unexpected restart alarm and battery out limit alarm due to leaky connector on interface board. Displayable history crc check failed on startup alarm due to corrupted history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer¿s blood glucose went up overnight. The reservoir had come out of the insulin pump. The reservoir compartment was damaged from wear and tear. It was chipped. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.